Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was leaking liquid and would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had worn vanes, component damage, would not run, and was leaking liquid. It was further determined that the device failed pretest for muffler tube verification, and oil leak. It was noted in the service order that the device had no power during an unspecified surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.